Event description:
A malfunction was reported with the customer's pump, identified by the malfunction code "malf 9." There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the customer with resetting the pump, resolving the issue. The customer was advised to continue using the pump and to call back if the malfunction code recurs, and the customer acknowledged this guidance.